Event description:
It was reported that: "we faced recurrent incidents with the device causing delay in intubation procedure and ventilation, lesions in the nasal passages and prolonged recovery time. The anaesthesia department observed that they are too rigid causing lesions and hemorrhages, oedemas and pain after surgery around nasal passages. The number of patients with lesions is estimated at (B)(4). Most of the patients required increased monitoring, applications of bandage or balloons. And a longer stay in the intensive care unit. No long-term impact for the patients. Associated complaint (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "we faced recurrent incidents with the device causing delay in intubation procedure and ventilation, lesions in the nasal passages and prolonged recovery time. The anaesthesia department observed that they are too rigid causing lesions and hemorrhages, oedemas and pain after surgery around nasal passages. The number of patients with lesions is estimated at 80%. Most of the patients required increased monitoring, applications of bandage or balloons. And a longer stay in the intensive care unit. No long-term impact for the patients. Assocaited complaint 8040412-2024-00149.